Manufacturer narrative:
During installation of the dimension exl 200 instrument, the instrument produced a loud sound. Subsequently, the instrument was turned off and smoke and a burning smell were emitted from the uninterruptible power supply (ups), which was connected to the instrument. Then, the ups was disconnected, and the line voltages were checked. The ups was subsequently bypassed, and the instrument performed according to specifications.

Event description:
During installation, a burning smell and smoke were emitted from the uninterruptible power supply (ups) of a dimension exl 200 instrument. The instrument was turned off and there are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00368 on 10-dec-2020. Additional information (06-jan-2021): siemens further investigated the issue and determined that, the burning smell and smoke from the uninterrupted power supply (ups) were contained within the fuse, which is a device that provides over-current protection in an operational electric circuit. It works on the principle where the fuse, essentially made up of a thin metal strip or the wire gets heated up (can create a slight burning odor and smoke) when too much current flows through it and thereafter melts, therefore interrupting the flow of the current in the circuit. This is the intention of the fuse and not a malfunction or hazard. It is designed to avoid a hazardous situation. The cse subsequently replaced the ups. The instrument is performing according to specifications.